Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the screen went black and would not illuminate. Customer's blood glucose was 190 mg/dl. An alternate method of insulin therapy was available.